Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly. The seal did not roll; therefore, half didn't fold over the other half properly. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery tube had been advanced in the loader device so that the tube was pressing on the non folded seal. This caused the seal to not be able to fold/roll properly in order to be correctly inserted into the delivery tube. The plunger had been depressed. The reported failure was confirmed. A lot history record review cannot be performed because the lot # was not provided by the hosp.